Manufacturer narrative:
The customer was sent a replacement transformer. The pump in style advanced (pnsa) starter breast pump adapter was received on (B)(6) 2016 and evaluated by quality engineering on (B)(6) 2016. While the attached product evaluation revealed that the device did not test to specifications, no definitive conclusion regarding the cause of the reported event can be determined. See attached product evaluation for details. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev p transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to medela customer service on (B)(6) 2016 that the transformer housing for her pump in style advanced (pnsa) starter breast pump had come apart, exposing the inner wires, indicating a breach.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.